Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) pump reposition due to it not refilling. No information was provided about the patient's outcome. It was further reported that the pump was inoperable leading to the procedure. During the procedure tubing kink was identified. The issues were said to be resolved with the repositioning. The patient was said to be fine following the procedure.